Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding an external device (clinician tablet). It was reported that the hcp seeing system error code 0x5c913d9b while trying to connect to a patient's device. A new power management setting added by samsung in android os v9.0 on the ct900e s5e tablet can cause the os to automatically disable applications that are not used in the last 30 days. This auto disable feature can cause the model a902 patient data service (pds) application to become disabled in the field. Pds is used for session data management by all therapy applications. When pds becomes disabled the functionality of the therapy applications can be impacted. Diagnostics/troubleshooting performed: re-enabled pds > turned off "adaptive battery", "put unused apps to sleep", and "auto disable unused apps" in settings > hcp was able to interrogate the patients pump w/out any further issues. When the hcp interrogated the pump she stated that a pump stall occurred but it recovered itself. Re-enabled pds and turned off "adaptive battery", "put unused apps to sleep", and "auto disable unused apps" in settings. The issue resolved at the time of the report.